Manufacturer narrative:
(B)(4). On an unknown date, the patient had completed the course of antibiotics and the effluent was clear. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown whether the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection reflin (1 gram, frequency and route not reported), tobramycin (40 mg, frequency and route not reported) and heparin (25000 units, frequency and route not reported). The outcome of the peritonitis was unknown. At the time of this report, dianeal therapies were ongoing. No additional information is available.